Event description:
It was reported that two bd¿ syringe ls 200 s/c had the marking on the outer surface worn off, and the scale label on the syringe could be removed by rubbing the syringe with thumb. The following information was provided by the initial reporter: ¿ when we were inspecting the syringe, we noticed that some of the markings on the outer surface had worn off. The pharmacist reviewing the product was able to remove almost all of the ink by rubbing the syringe with his thumb. This made the syringe unreadable. ¿

Manufacturer narrative:
Investigation: 9 sealed and 2 opened packaged 1ml s/t syringes were received, confirmed to be from batch #9039857 (p/n 309659). They were visually evaluated. The two opened syringes had faded print. The 9 sealed syringes had no print defects observed. The 9 sealed syringes were opened and tested for print permanency per procedure. All 9 syringes passed with no ink coming off the scale markings during the test. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Note: the product is sold and labeled for single use only and is not intended for intentional manipulation outside its intended purpose. No claims are made outside its product specification requirements. This product meets those requirements. Potential root cause for scale markings wiping off is likely associated with end user manipulation of the product outside its intended purpose. The reported defect was not identified in the samples received.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two bd¿ syringe ls 200 s/c had the marking on the outer surface worn off, and the scale label on the syringe could be removed by rubbing the syringe with thumb. The following information was provided by the initial reporter: ¿when we were inspecting the syringe, we noticed that some of the markings on the outer surface had worn off. The pharmacist reviewing the product was able to remove almost all of the ink by rubbing the syringe with his thumb. This made the syringe unreadable.¿